Event description:
Emergency medical service personnel were attempting to render treatment to a pt in ventricular fibrillation. The defibrillation electrodes were applied and an initial 200 joule shock successfully delivered. Subsequent to the countershock, the monitor displayed a connect electrodes message and did not display the pt's ECG in the paddle mode. The crew verified all electrode/cable connections were intact and could not discern a reason for the message. The pt was transported to the hosp with no adverse effects reported as a result of the alleged malfunction.